Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The shocking vector on the associated device was reprogrammed which resolved the issue. Defibrillation threshold (dft) testing was not performed after the programming changes. No surgical intervention was performed. No adverse patient effects were reported. The lead remains in service.